Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the tornado shaver handpiece stopped working spontaneously was confirmed. It was found that the motor was corroded and does not turn. The o-rings and parts of the drill mounting mechanism were defective. It was hence not possible to install a burr on the device. The motor, defective o-rings and the damaged parts of the drill mounting mechanism were replaced to correct the reported issue. Fluid ingress into the system and contact with the motor has resulted in the corrosion of the motor, the corroded motor has a tendency to stick and to not turn, hence would have resulted in the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the damaged o-rings and drill mounting mechanism. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the physician reported that the tornado shaver handpiece stop working spontaneously during procedure. The procedure was completed by restarting the device. There was no consequences for the patient reported. Additional details could not be provided.